Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and the test failed. The reported event of intermittent antenna icon was not confirmed. The root cause could not be determined.

Event description:
Foreign distributor contacted dexcom technical support on (B)(6) 2015 on patient's behalf to report intermittent out of range on (B)(6) 2015. At the time of contact the foreign distributor did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).